Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 10 mm x 2.50 mm wolverine coronary cutting balloon was used to dilate the lesion and on the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.